Event description:
A customer reported a malfunction alarm with the code 6-0x20bc concerning their pump, which started, charged, and was recognized by a computer despite a corrupt registry and previous malfunction. The recorded blood glucose value was 172 mg/dl, which was within the normal range. The customer arranged for the return of the malfunctioning device and received a replacement pump from the distributor.